Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but a definitive root cause for the alleged issue could not be confirmed. A visual inspection confirmed two dents on the bottom of the pump can. Continued analysis confirmed that the pump could not be inquired, and communication with the pump also failed. The pump can was opened to do a visual inspection of the internal components. No visible anomalies were observed. Because there is evidence that the pump has been subjected to a drop or a fall, no further testing was performed. A root cause could not be determined for this issue. This pump was mishandled at some point, evident by the dents in the pump can. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.